Manufacturer narrative:
The device serial numbers were provided as left: (B)(4), right: (B)(4). The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to "lymphoma, itching and leakages over the breasts."

Event description:
Patient reports: "diagnosed with lymphoma during a scan, itching and leakages over the breast." Pathological markers confirming alcl have not been received. Device remains implanted.